Manufacturer narrative:
Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that the device was placed into MRI mode, and the patient is now unable to exist MRI mode due to not having a controller with a bond to the ipg. Initial troubleshooting was unable to resolve the issue. As such, further troubleshooting by a manufacturer representative may take place at a later date to address the issue.